Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the reported issue began on (B)(6) 2010. The patient ate more food/drink after the reported issue began. At an unspecified time after the reported issue began, the patient developed symptoms of headache, blurry vision, and dry mouth. The patient did not seek any medical attention or self-treat due to the alleged issue. This is not the first time the product was being used. The patient denied any misuse of the product. The batteries did not need to be replaced. The reported issue was not resolved. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on they developed symptoms suggestive of a serious injury.

Manufacturer narrative:
A 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.